Manufacturer narrative:
Section d6a: date of implant was inadvertently populated in the initial report; the device is not implanted. Manufacturer's investigation conclusion: the reported event of the patient accidentally spilling liquid onto the system controller was not confirmed; however, the reported event of atypical power cable disconnect alarms was confirmed via the provided log file. The log file captured a few atypical power cable disconnect alarms on 18dec2025. The alarms appeared to have been caused by the voltage within the black power cable briefly fluctuating below the alarm threshold, and the alarms resolved when power was restored. No other notable events were observed, and the pump operated as intended throughout the data. The system controller (serial number (B)(6)) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported fluid damage appeared to have been user error, as it was reported that the patient accidentally spilled liquid onto the device. The root cause of the observed power cable disconnect alarms was unable to be conclusively determined. Fluid damage on the controller could contribute to atypical alarms. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications the heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook ( section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use ( section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including low voltage and power cable disconnect alarms. Users are instructed to connect to a working power source to resolve low voltage and power cable disconnect alarms. The heartmate 3 patient handbook ( section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patients controller was recently exchanged on (B)(6) 2025 (pec-add cs-221210). The patient was ready to be discharged from hospital and was experiencing connect to power issues again. It appeared that the patient had spilled something on her brand-new controller. The modular cable connection also appeared to have residue. The batteries and clips were swapped and cleaned. Log file analysis was requested to assess current controller status. The event log file contained odd power cable disconnect alarms when the patient was utilizing battery power. These alarms appeared to be a result of rsoc (battery data) invalid flags. These types of alarms were typically caused by a poor connection between the batteries and clips.